Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting options as well as stored episodes and available device settings. X-ray imaging was performed and no issues were found. At a later date, the patient received one shock as inappropriate therapy. Ts recommended further in clinic examination. The device sensing vector was reprogrammed. This s-ICD remains in service. No additional adverse patient effects were reported.